Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a drop in blood pressure approximately two hours after leadless implantable pulse generator (ipg) implant procedure. An ultrasound confirmed a pericardial effusion. It could not be determined if the effusion was caused by the delivery catheter or when the device tines were disengaged during a tug and hold test. Blood was drained using a pericardial puncture and the patient was transferred to the cardiac care unit. The device remains in use. No further patient complications have been reported as a result of this event.